Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "management of single leaflet device attachment in the tricuspid position" was reviewed. The article presented a case study, to evaluate procedural challenges due to a single leaflet device attachment. Devices mentioned include triclip and non-abbott devices. The article concluded that slda during tteer presents a significant procedural challenge but can be managed effectively with clip retrieval using non-abbott devices. The case demonstrated successful clip retrieval without injury to the valve leaflets and successful teer. [(B)(6)]. The date of the procedure was not provided. A total of 1 patients were included in this study, of which 1 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. (B)(6), unk triclip intraprocedural complication included single leaflet device attachment (slda), unexpected medical intervention

Manufacturer narrative:
Summarized patient outcomes/complications of triclip device were reported in a research article in a subject population with unspecified comorbidities. Complications reported included single leaflet device attachment (slda), and unexpected medical intervention; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.